Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 461 mg/dl. Customer was treated with insulin shots. Customer had blood glucose level of 169 mg/dl. Customer did not allege insulin pump for under delivery. Customer stated that there was no air bubbles and leak. It was unknown whether the customer was using auto mode or not. Customer stated that the insulin pump passed displacement test. Customer stated that the insulin pump had hardware low level failure alarm during self test. Insulin pump passed self test on second time. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.